Event description:
Mismatch between rasp and definitive implant that extended the surgical procedure.

Manufacturer narrative:
This complaint still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.